Event description:
A peritoneal dialysis pt reported she received an "air in cassette" alarm and shortly later was diagnosed with peritonitis. During a follow-up call with the pt, she stated she was diagnosed with peritonitis following the event. The pt does not know the cause. She was placed on IV antibiotics and received a shot of iron. The peritonitis has since resolved and the pt is doing well. Pt discarded the actual sample.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval; however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed labeling, material, and process controls were within specification. Based on the pt's report of peritonitis, it is unk if the device may have caused or contributed to the event. The pt is unsure if the diagnosis was related to the treatment. Follow-up with the pt's pdrn stated she was also unsure if the events were related; however, she was not aware of the cassette being reported to leak. We are filing this MDR as a serious injury as IV antibiotics were administered to the pt and there is no indication of the cause of the peritonitis.